Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic due to dizziness. Device interrogation revealed under sensing, and oversensing on the atrial (ra) lead. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154938.